Manufacturer narrative:
Device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that he faced a bent cannula. Therefore, they replaced infusion set and resumed insulin successfully. His highest blood glucose level was between 100-300 mg/dl at the time of incident. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.